Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the air/water cylinder, air/water tube, auxiliary tube and b30 (scope communication error) occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event b30 (scope communication error) occurred due to a data error in the scope ID. However, for the reportable events involving foreign objects in the air/water cylinder, air/water tube, and auxiliary tube, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.